Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 360 mg/dl. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the inspection of the cannula assembly found the exposed portion of the soft cannula to be damaged and flattened. It could not be determined when or how this damage occurred to the pod. Despite the damage to the external portion of the soft cannula, fluid was still able to pass through the fluid path. The download data did not contain any timeouts, drive stalls, or hazard alarms suggesting there was no struggle to deliver insulin. No other damages or defects were observed that would indicate a struggle to deliver insulin.